Event description:
The doctor states that he place the bone graft material roap05 in tooth site #17/18 at time of extraction. Infection was seen 10 days post op, doctor prescribed antibiotics. Despite the two rounds of antibiotics the doctor states that he debrided the bone grafted area of tooth site #17.

Manufacturer narrative:
Evaluation method code: no testing methods performed unable to be selected. Evaluation results code: no results available since no evaluation performed unable to be selected. The product was not returned for evaluation, as it was used, therefore the complaint cannot be verified. The device history record review was completed by interpore cross. Product passed all quality control measures and no non-conformances were observed. The complaint lot history review was completed and no other complaints were reported. No deviations were identified through the investigation performed, that may have contributed to the reported event. A definitive root cause has not been determined. (B)(4).

Manufacturer narrative:
The product was removed and was discarded, it will not be returned to the manufacturer for evaluation.